Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found white foreign material in the air/water nozzle, air/water cylinder and jet tube. In addition, the evaluation found the following; the circuit board unit in the suction connector had corrosion due to water leakage. Due to wear of the scope cover packing, water tightness was lost, due to wear of the forceps elevator lever, the up/down knob could not be locked securely, the forceps channel port had a dent, the air/water cylinder and suction cylinder had no color, the plug unit was corroded and had a scratch, the circuit board and cable unit were corroded. The suction connector label was peeled, due to wear of the angle wire, the bending angle in the up direction and in the right direction, did not meet the standard value. The plastic distal end cover was cracked, the adhesive around the objective lens had corrosion, the objective lens had a scratch. The light guide lens adhesive was corroded, the bending section cover adhesive was cracked, the connecting tube was wrinkled, the universal cord had a wrinkle, due to damage on the charged coupled device unit, a foggy image occurred. Due to clogging of the jet tube in the control unit, water could not be supplied and the angle knob rotation/angulation directions/knob play and bending angles were not correct. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had weakness on the support cables. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; white foreign material was in the air/water nozzle, air/water cylinder and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to worn of scope cover packing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.